Manufacturer narrative:
(B)(4).

Event description:
Territory business manager (tbm) contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, tbm experienced a loss of connection between the transmitter and smart device. Dexcom representative advised tbm to close the background applications and restart smart device. No additional patient or event information is available.